Event description:
A report was received that the patient was experiencing pain in the neck due to the lead that was placed in the cervical spine. The patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively and the neck pain was resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4), description: linear 3-4 lead, 70cm.